Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that when the patient went from a lying position to an upright position that about 15-20 seconds into the transition the ¿system shocked her as she was getting to the upright position.¿ the patient was noted to have been using adaptive stimulation with a 3 volt setting for lying down and 5-6 volts for being upright. The patient was also reported to have experienced ¿issues with charging¿ their implantable neurostimulator (ins). The patient was to have their ins surgically repositioned the day after initial report because the ins was initially implanted ¿too deep.¿ during the surgical revision procedure it was noted the surgeon ¿accidently cut¿ one of the patient¿s extensions, while the ¿other extension was not affected.¿ the extension was to be replaced at that time as a result. The patient¿s ¿pocket was made more shallow¿ as planned during the procedure. Following the completion of the revision procedure, the patient¿s ¿battery was charging well.¿ additional information was requested; a supplemental report will be filed if additional information is received.